Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient presented to the clinic with gait disturbance. The patient had been doing well until 2 years ago when their legs just gave out. At that time, they were taken to the emergency department, but no etiology was identified. After that, the patient's gait and memory started to decline. They reported unsteadiness, but no falls. According to the report, the patient was referred for evaluation of nph and was admitted for a lumbar drainage as part of the evaluation. Neuroradiology placed a spinal needle and catheter under sterile conditions, but the catheter would not advance past the needle tip. The catheter was then removed intact. Reportedly, at the time, it was noted that a 1.5 mm region adjacent to the tip was torn. The team obtained images which did not reveal any catheter remnant. Of note, the catheter was radiopaque. The neurologist aspirated cerebrospinal fluid from the spinal needle and no remnant was found. Repeat imaging again did not reveal any remnants in the thecal sac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.